Event description:
The user facility reported that the weld was fractured on the housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences. Attempts are being made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake of the top housing. It was visually observed the weld was fractured.

Event description:
The user facility reported that the weld was fractured on the housing during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay. The case was completed successfully.